Event description:
It was reported that pump malfunction occurred with malfunction alarm displayed and no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur, and was instructed to continue using pump and to call back if issue returned.